Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record/batch record review, product history trending, problem code trending and system hazard use misuse analysis. The DHR (device history record)/batch record review could not be performed as there was no lot number provided. Product history trending was not performed. Problem code trending for october 2012 through october 16, 2013 for the problem code 'allergic reaction' showed 7 complaints opened in the past 12 months, which does not indicate a significant trend. The shuma (system hazard use misuse analysis) has been assessed as broadly acceptable. The lot number was not available for retain evaluation. This event is attributed to user error for not following the cidex® opa solution instructions for use (IFU).

Event description:
A journal article published by annals of allergy, asthma and immunology, 2012, indicates a patient had 3 allergic reactions possibly to cidex opa. Cidex opa was being used by the urologist at that time of the event. With the first reported episode, the patient had been treated with levofloxacin prior to needle biopsy of the prostate and surveillance cystoscopy. Thirty minutes after his departure, he developed pruritus and nausea. Within 1 hour his symptoms had resolved. After reporting these symptoms, it was thought that he had an allergic/adverse reaction to the levofloxacin. The procedures were performed in the doctors office; the patient was being monitored for bladder cancer, the current status of the patient is "he is doing well". This is 1 of 3 reports of allergic reactions. Event date (B)(6) 2011.

Manufacturer narrative:
(B)(4). Pruritus. The labeling of the cidex opa is specific for bladder cancer patients. Contraindications: cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies related medwatch reports: 2084725-2013-00461; 2084725-2013-00462; and 2084725-2013-00463.